Event description:
It was reported the patient's ipg is unable to communicate with external devices. The patient programmer displayed an "end of service" message. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.